Event description:
The customer stated that prior to this issue, the field service representative had been to the facility and changed the reagent probes, the sample probe and the gear pump due to aspiration issues. The customer called to report they were having pipetting issues that resulted in ise indirect na (sodium) results being questionable. The customer also reported getting negative results for the quality control for nh3 ammonia on (B)(6) 2016 and (B)(6) 2016 and also for carbamazepine ii cedia carbamazepine ii on (B)(6) 2016. The customer received questionable sodium results on two patient samples. Of the data provided, one of those results was erroneous and reported outside of the laboratory. The initial result was 150 mmol/l with a data flag. The repeat test was done on a second c501 analyzer and the result was 142 mmol/l. There was no adverse event. The sodium electrode lot number and expiration date were not provided. The field service representative noted condensation on the reaction cells. This was cleaned off the cells. An air conditioner vent was blowing directly on them and the customer was advised to have the vent redirected away from the analyzer. Diagnostic checks were run and it was verified that the analyzer was working properly. The customer has not complained of any additional issues with results. The investigation summary stated that condensation build-up in the reaction cells would not lead to elevated ise results but to lowered results. The example results in the case are both elevated na results. This can be caused by problems with the cell rinse unit, leaving residues of cell detergent naohd in the cells in which the ise samples are diluted. It was stated that this is the most probable root cause for the elevated na results.